Event description:
The customer called philips because the device had a corrupted screen (display) when the power is turned on. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).